Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that they had been having highs and wants to troubleshoot the pump. The customer reported that the infusion set goes in at an angle. The patient's blood glucose at time of incident was 419mg/dl. The patient's current blood glucose was unknown. The customer¿s eyes were burning and had nausea. The customer treated high blood glucose with apedra. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.